Event description:
Device history record was reviewed and nothing related to the reported event was observed. Device log is not applicable for this type of event. The reported device was not sent to brézins but the defective power supply board was provided for further investigation. Visual inspection found that the j2 mains connector of the board was broken. Due to this damage no further investigation could be carried out. Although the missing securing screw on the board is confirmed, the damage found would likely occur due to an event such as hit or fall. The board being securly fitted even without the missing part. This also explains the proper functionality of the device since 2015. The reported event is therefore most likely due to mishandling. And the the missing screw is probably due to an operator during assembly process. This is an isolated case. To our knowledge no patient consequences have been reported. This complaint is valid. No action was initiated for this event as per our local procedures and complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Defective power board; screw securing board within unit was found to be missing once unit was opened for service.